Event description:
The complaint received states the outback ltd catheter had needle retraction difficulty during an interventional procedure. There was no information available regarding patient demographics, vessel lesion characteristics or target lesion. The information received states there were difficulties "going around the horn" during a contralateral approach to the lesion. There is no information regarding the prep or handling of the device. The device was inserted and tracked to the lesion without reported difficulty. The needle was actuated at least one time, and then would not retract. The device was removed from the patient with the needle exposed; there was no reported injury for the patient. The device was discarded at the hospital, and no sterile lot number information was available.

Manufacturer narrative:
There was no sterile lot number information available thus no device history record (DHR) could be performed. The complaint of retraction difficulty could not be confirmed, as there was no return of product. However, this failure mode has been identified in the outback ltd catheter family. A dpra has been opened to address the issue of root cause for this failure mode in the outback ltd catheter family. Cordis corporation has initiated a worldwide voluntary recall for all distributed lots, based on reports of needle retraction difficulties encountered with the outback ltd catheter.